Event description:
The facility biomed tech alleged that the patient care tech (pct) started to mix a batch of acid and began the gran mixer rinse cycle per their protocol. The pct heard a noise and then reported seeing smoke and flames coming from below the mixer shroud. The fire was immediately put out with a fire extinguisher. Upon close inspection of the mixer by the biomed tech, it was reported that the shrink wrap on the wires of the flow sensor were noted to be charred. This device was not used on a patient. There were no injuries to the clinic staff.